Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited cross talk oversensing on the right ventricular (rv) channel. The patient had previously undergone an atrioventricular (av) node ablation. The health care professional adjusted the rv sensitivity and reprogrammed the device to vvi mode. Technical services recommended additional programming options, including turning off the right atrial lead. The patient experienced pacing inhibition for approximately 2 seconds. This crt-d remains in service and no additional adverse patient effects were reported.